Event description:
It has been reported that the device did not detect the rhythm while in use on a patient.

Manufacturer narrative:
Updated the conclusion code grid, the evaluation results, and component code grid.